Manufacturer narrative:
Attempts have been made to attain the sample. Once the sample has been received and decontaminated, an investigation will be performed. Upon completion of the investigation, a supplemental report will be submitted.